Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device had a drawer failure. The technical support specialist mentioned that no service was performed and confirmed that the failure interrupted the dispensing process and there was a delay in dispensing the medications. The system functioned as intended after troubleshooted the device.

Event description:
It was reported by the customer that a pyxis anesthesia system (pas) had a drawer failure. The customer stated that when refilling medications the drawer fails each time a medication is filled and must be recovered, this is a reoccurring issue. There were no adverse events or injuries reported based on this event.